Event description:
A clinical incident involving a perc dc spinewand was reported to arthrocare corporation. During a cervical nucleoplasty procedure, the tip of the spinewand was reported to have detached and remained in the patient's disc. When the spinewand was withdrawn from the disc, the tip detached and remained in the patient's disc. There was no reported patient injury or complications. The patient was reported as doing well.

Manufacturer narrative:
Since the device was not returned for investigation and the lot number was not known, a complete investigation could not be performed. No conclusion can be made.